Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using a dual surgeon console (ssc) setup, the user observed that the ssc left master tool manipulator (mtm) arm was unable to activate the instrument. The customer received phone assistance from the technical support engineer (tse). Tse verified the issue and the user informed that the issue was persistent. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and the procedure was started using a dual ssc setup. The issue with the ssc1 left mtm arm was not resolved during the procedure. The user continued with the procedure using the other ssc. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse checked the system and the mtm arm functionality. Fse identified no issue with the system including verification of both ssc1 and ssc2. As part of service, the fse reset the system configuration for the referenced surgeon console (ssc1). After this, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Fse placed the system under observation and confirmed proper system functionality on subsequent procedure usage.